Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that intermittent cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via pump and a correction injection via manual insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.